Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed. The fluid leak was confirmed and was selected due to the check valve splitting in half during treatment.

Event description:
A user facility biomedical technician (bmt) reported a ultrafiltration (uf) check valve split in half during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt stated the uf check valve was noticed to have been split apart during the patient's treatment, causing a blood leak. It was unknown if a blood leak alert prompted during treatment. The estimated blood loss (ebl) was unknown. It was unknown if any damage was noted to the uf check valve prior to treatment or what may have attributed to the check valve splitting, but stated the machine had passed pre-checks prior to the patient's treatment. The bmt stated it was unknown if the patient was able to complete their treatment following the reported event, and confirmed there was no patient injury as a result of the reported issue, with no harm or adverse events reported. . The bmt stated the machine had approximately 25,000 hours at the time of the reported event. The bmt stated the machine was replaced with a new check valve, was disinfected and returned to service. A requested sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a ultrafiltration (uf) check valve split in half during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt stated the uf check valve was noticed to have been split apart during the patient's treatment, causing a blood leak. It was unknown if a blood leak alert prompted during treatment. The estimated blood loss (ebl) was unknown. It was unknown if any damage was noted to the uf check valve prior to treatment or what may have attributed to the check valve splitting, but stated the machine had passed pre-checks prior to the patient's treatment. The bmt stated it was unknown if the patient was able to complete their treatment following the reported event, and confirmed there was no patient injury as a result of the reported issue, with no harm or adverse events reported. . The bmt stated the machine had approximately 25,000 hours at the time of the reported event. The bmt stated the machine was replaced with a new check valve, was disinfected and returned to service. A requested sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a ultrafiltration (uf) check valve split in half during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt stated the uf check valve was noticed to have been split apart during the patient's treatment, causing a blood leak. It was unknown if a blood leak alert prompted during treatment. The estimated blood loss (ebl) was unknown. It was unknown if any damage was noted to the uf check valve prior to treatment or what may have attributed to the check valve splitting, but stated the machine had passed pre-checks prior to the patient's treatment. The bmt stated it was unknown if the patient was able to complete their treatment following the reported event, and confirmed there was no patient injury as a result of the reported issue, with no harm or adverse events reported. . The bmt stated the machine had approximately 25,000 hours at the time of the reported event. The bmt stated the machine was replaced with a new check valve, was disinfected and returned to service. A requested sample was available to be returned for evaluation.